Manufacturer narrative:
(B)(4). Journal: barton sb, et al, the incidence and impact of arthroscopy in the year prior to total knee arthroplasty, knee (2016), http://dx.doi.org/10.1016/j.knee.2016.12.003. The part number and lot number is unknown; therefore the device history record could not be reviewed and a complaint history search for related complaints could not be conducted. No device was received; therefore the condition of the component is unknown. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR report were filed for this event, please see associated report: 0001822565-2017-01361.

Event description:
It was reported in a journal article that 1 patient underwent a quadriceps repair procedure.